Manufacturer narrative:
Reference record (B)(4).

Event description:
On 17 aug 2023, it was reported that the mds have decided to enter the patient to administer an intravenous treatment with a specific atb, about 3-4 days, after which, a complete replacement of probes would be made, since probably, the one carried by the patient is colonized.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced candidiasis in the peg stoma and was treated with oral antibiotic: voriconazole 200mg + terbinafine ointment. He reported that the stoma was red and painful. The event was resolving.